Manufacturer narrative:
Device evaluation: visual analysis identified a broken shell.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture and "exchange due to the patients concern with the product."

Event description:
Healthcare professional reported a left side rupture and "exchange due to the patient's concern with the product." Device remains implanted.